Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that the glass trip broke when using a unspecified bd spinal tray . The following was reported, "had a bd spinal tray l#35200 that had the glass tip break off during use. I attached a picture of the tray. Let me know if you need anything else."

Manufacturer narrative:
Date of event: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined.

Event description:
It was reported that the glass trip broke when using a unspecified bd spinal tray . The following was reported, "had a bd spinal tray l#35200 that had the glass tip break off during use. Let me know if you need anything else."